Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a series of drawer failures and there were few hardware failures that shown in the station log. A technical support specialist dialed into the station and found that the hardware failure icon had cleared, and the station uptime was less than 10 minutes which suggested that someone rebooted the station, which appears to have resolved the issue. Later tss confirmed that customer rebooted the station and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es total station failure occurred, with more than 400 storage space failures, and the device displayed a device not detected on bus error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.